Event description:
It was reported that a pta balloon would not deflate after the first inflation was performed in the distal sfa. Reportedly, after ten minutes of applying negative pressure and pulling back on the device, the physician was able to completely deflate the pta balloon and remove the entire device without disturbing the introducer sheath. No patient injury.

Manufacturer narrative:
The lot number has been provided and a review of the device history records is currently being performed. The complaint sample has yet to be returned to the manufacturer to date.